Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was fractured and it was exhibiting impedance issues. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.